Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to depressed battery pins which affected battery power operation. Service evaluation verified this condition. Review of the event history log revealed that the customer experienced improper shutdown! Messages on the final days of use. The rear case was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it was found to have depressed battery contact pins which affected battery power operation. No additional information is available.